Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/29/2020. A manufacturing record evaluation was performed for the finished device batch mej999, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke and fragmented. The fragments were retrieved from the patient with no adverse consequences. No additional information was provided.